Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the driver tip (rhd2.5) had fractured upon use. The doctor was able to complete the procedure with another instrument.

Manufacturer narrative:
Additional information received identified that this device no longer meets the criteria of a reportable malfunction. The device is not reportable. This event was previously reported under MFR 0002023141-2018-00761 submitted on aug 22, 2018. No further medwatch reports will be submitted. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, added manufacturer narrative.

Event description:
No further event information available at the time of this report.